Event description:
Pt contacted dexcom technical support on (B)(6) 2011, to report that she was taken to the ER by her co-workers due to a hypoglycemic event during which bg was measured at 30 mg/dl. Pt was given some crackers and peanut butter to raise her bg levels. Pt works at the hosp and experienced her hypoglycemia during her work hours. Pt mentions that cgm has been inaccurate during extreme lows and provided two comparative readings between cgm and bg: example 1-cgm/bg: 95/30 mg/dl, example 2 -cgm/bg: 103/68 mg/dl. Pt was feeling fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.